Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this right atrial (ra) lead discussed that the wire wraps around the heart is broken. Boston scientific technical services (ts) referred patient to physician. To date, the lead remains in service. No adverse patient effects were reported.